Event description:
The user facility reported that during a surgical procedure the device was losing pressure from 250 mmhg down to 245 to 240 mmhg during a procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. This type of event poses the risk of systemic exposure to local anesthetic if it were to recur during a bier block procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that during a surgical procedure the device was losing pressure from 250 mmhg down to 245 to 240 mmhg during a procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. This type of event poses the risk of systemic exposure to local anesthetic if it were to recur during a bier block procedure.